Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model b single-use bronchoscope, large was used in a bronchoscopy for secretion management of the airway on (B)(6) 2022. During the procedure, the physician was using a 2.4mm grasper in an attempt to remove a mucus plug from the right upper lobe. They encountered difficulty passing the grasper through the working channel of the exalt scope when in a torqued position. While the scope was still inserted in the patient, visualization to the exalt b monitor was lost and could not be regained. The physician then removed the scope from the patient. The procedure was completed, however the mucus plug was not successfully removed. There were no reported patient complications.